Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a permanently activated fd lift key. The evaluation of the log files and the service records showed that the collision computer had detected a possible collision with the patient before the impact and had displayed a warning to the user. The system's speed of movement was also automatically reduced in parallel. The flat panel detector (fd) then touched the patient at reduced motion speed, activating the safety proximity switch and immediately stopping any further motion. The user also pressed the emergency stop button with a slight time delay. After a subsequent restart of the system, it was indicated that a button was stuck and still active on one of the control modules. After the local service organization replaced the control module (scm) the system worked as specified. The manufacturer is not considering further actions resulting from this as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6) . Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During an interventional procedure, the user reported that the fd lift moved downwards without command or without using any buttons. The fd touched the patient and stopped immediately when the fd guard became active. There was no injury to the patient reported.